Manufacturer narrative:
E1: patient city - (B)(6) patient country - united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing was cracked on (B)(6) 2025 which led to leakage. The infusion set was in use for two days. No further information available.